Event description:
It is reported by the nurse that there was a miss drilling during a surgery. The surgery could be completed by using free hand targeting. The surgeon decided to remove all target devices from the systems to have them checked.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed the target device as primary product. The returned speedlock sleeves, targeting sleeves and knob showed no visible damage and were found fully functional. Thus they are regarded as concomitant products. Appearance of item and inspection records identified the target device returned being of old design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. Functional test revealed no distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned was still given although cracks were found in the cfr-material. The alleged mis-targeting could not be reproduced. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure.

Event description:
It is reported by the nurse that there was a miss drilling during a surgery. The surgery could be completed by using free hand targeting. The surgeon decided to remove all target devices from the systems to have them checked.